Event description:
It was reported that the patient presented in the hospital for lead revision. Upon device interrogation, the patient's right atrial (ra) lead exhibited loss of sensing and loss of capture at high output. Chest x-ray imaging revealed that the ra lead was dislodged into the superior vena cava (svc) vasculature. The ra lead was explanted and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be partially extended and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. The full helix extension length was measured within product specification. Electrical testing found no conductor fractures or internal shorts.